Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an unintended audible calibration alert. Tandem technical support requested pump data be uploaded for review; however, the customer declined. Customer's blood glucose level was not impacted.